Manufacturer narrative:
Concomitant products: product ID 3777-45, serial # (B)(4), implanted: (B)(6) 2010, product type lead; product ID 37712, serial # (B)(4), implanted: (B)(6) 2010, product type implantable neurostimulator; product ID 3777-45, serial # (B)(4), implanted: (B)(6) 2010, product type lead; product ID 3778-60, serial # (B)(4), implanted: (B)(6) 2010, product type lead; product ID 37743, serial # (B)(4), product type programmer, patient; product ID 3778-60, serial # (B)(4), implanted: (B)(6) 2010, product type lead; product ID 37752, serial # (B)(4), product type recharger; product ID 3778-60, serial # (B)(4), implanted: (B)(6) 2010, product type lead; product ID 37712, serial # (B)(4), implanted: (B)(6) 2010, product type implantable neurostimulator. (B)(4).

Event description:
It was reported that ¿a number of the leads¿ on both of the patient¿s implantable neurostimulators (inss) implanted in the patient¿s back had ¿leads that were not functioning.¿ it was noted that the device settings were adjusted but it had gotten to the point that the ¿jerry-rigging¿ was not working well anymore. It was indicated that the leads may need to be replaced. It was later reported that in (B)(6) 2013 the patient turned stimulation up and felt a burning sensation in his back at the base w here ¿he guessed it was connected.¿ it was noted that the patient had met with a manufacturer representative in march or april and the manufacturer representative told him that more than half of the leads were not working or outputting correctly. The reporter stated that the leads that were working were ¿boosted¿ and that worked for a while but the patient was still having issues and it was not taking care of the problem. Additional information has been requested but was not available as of the date of this report.